Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Patient was started on duopa therapy in (B)(6) 2014. It was reported that a tubing change was planned for (B)(6) 2019. The tubing could not be changed because there was too much adhesion. Though surgery was planned, it was eventually canceled because there was too much risk to operate in view of the aggravation of the disease and the alteration of general condition of the patient. It was reported that the adhesions of the collar of the peg tube was confirmed to be buried bumper syndrome. The duopa therapy was stopped.